Event description:
Per the clinic, the device was explanted on (B)(6), 2023, under general anaesthesia and the patient was re-implanted with a percutaneous baha implant system due to hearing loss needs.

Manufacturer narrative:
This report is submitted on november 24, 2023.